Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that right after insertion and connection of the intra-aortic balloon (iab), the console immediately received the fiber optic sensor failure message. The customer was unable to calibrate. The getinge representative advised them to consider transducing the central lumen, but they did not have a pressure cable to connect to the pump, and they did not have a flush line connected to the central lumen of the iab. Advised that per the instructions for use, a flush line is recommended on every type of catheter at the time of insertion. The customer was thankful for that information and has decided to remove the iab and replace it. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that right after insertion and connection of the intra-aortic balloon (iab), the console immediately received the fiber optic sensor failure message. The customer was unable to calibrate. The getinge representative advised them to consider transducing the central lumen, but they did not have a pressure cable to connect to the pump, and they did not have a flush line connected to the central lumen of the iab. Advised that per the instructions for use, a flush line is recommended on every type of catheter at the time of insertion. The customer was thankful for that information and has decided to remove the iab and replace it. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).